Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn/broken. Dimensional inspection found lens was within specification. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -15/+2/090 diopter in to the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and unreactive pupil. The patient's incision was enlarged and the anterior chamber was irrigated of remaining visco fluids.